Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary intervention, a cypher stent was reported to be "too close to one of the marker bands". The stent delivery system was removed intact and no pt injury occurred. No clinical/procedural details were provided, it is not known if there was any difficulty advancing the sds through the vasculature or crossing the lesion. The product was not returned for eval, it was discarded at the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. After review of the available info, it is not known what factors contributed to the complaint.

Event description:
The 2.25 x 23 mm cypher select plus stent could not be deployed. This was because the stent was positioned too close to one of the markers, as noted by the physician and the team. They indicated that was a factory defect. There was no pt injury reported.